Event description:
It was reported the pt was not getting relief from the pump. Several weeks prior the pt underwent fluoroscopy where it was determined the catheter was lying against the tail bone. The pt had been experiencing acute pain and numbness in the pelvic area. Further troubleshooting was being considered.